Event description:
Patient was admitted to the operating room for an orif of a finger. Drill bit used by surgeon on patient broke. All pieces were retrieved. Drill bit was replaced and procedure proceeded as planned. FDA safety report ID # (B)(4).